Event description:
On 03/24/2010, pt reported he used his infusion device for one day and stopped using when his blood glucose got over 400 mg/dl. Pt stated he is not wearing the infusion device at this time; he only wore it for one day. Pt reported the infusion device was packed away. Pt reported he does not recall the exact day, but the elevated reading was in spring of 2009. Pt stated when he took the reading that day, it was giving him the "hi" reading, and when he got his first actual reading, it was 400 mg/dl. Pt's normal blood glucose range is 120-180 mg/dl. Pt reported he has no idea what happened on the day he received the elevated readings. He stated he calculated his bolus that day and took his insulin. Pt reported "out of the blue he was enormously high." Pt stated there were no error messages that day, and that he did not think his infusion site was in for more than 24 hours. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.